Event description:
This is report 1 of 2 for (B)(4). It was reported from china that during a shoulder repair procedure, it was observed that the tip on the ideal suture shuttle 90 degrees device was easy to bend. Changed to another one to continue the procedure but the same problem happened again. Another like device was used to complete the procedure. There were no adverse consequences to the patient nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. UDI: (B)(4). The device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be submitted accordingly.

Event description:
This is report 1 of 2 for (B)(4). It was reported from china that during a shoulder repair procedure, it was observed that the tip on the ideal suture shuttle 90 degrees device was easy to bend. Changed to another one to continue the procedure but the same problem happened again. Another like device was used to complete the procedure. There were no adverse consequences to the patient nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: investigation summary ==> the photo investigation revealed that ideal suture shuttle 90 degrees had the tip deformed. The overall complaint was confirmed as the observed condition of the ideal suture shuttle 90 degrees would contribute to the complained device issue. ¿ a manufacturing investigation was performed; the device was identified from the photo provided. No cosmetic, functional or dimensional issues were observed or reported. The supplier performed an investigation with their engineering, production, qc and qa personnel. As per the IFU: for instructions on the use of the devices, there is no possibility that axial force will be applied on the suture shuttle. In the precautions in the IFU says to not apply axial or bending forces to the needle shaft. In the description of this device, it is clearly stated that the suture shuttle is to be used only for passing suture through tissue. In the contradictions section also wars not to use on bone or other similar tissues. The instructions for use provide the right way of using the device. In all the instructions the device must be used with care and to follow the instructions. This device and the manufacturing processes have been validated and approved. As to risk analysis report, the bending of the device has little potential of injury. After reviewing all the above information, the description of the complaint and the information in the IFU, the investigation team has concluded there was a misuse of the device that caused this failure. Based on the investigation findings, a potential cause could be traced to miss use of the device, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review ==> a manufacturing record evaluation was performed for the finished device 23p03, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H4: the device manufacture date was reported as unknown on the initial report; and has been updated accordingly.